Event description:
It was reported that when the pacemaker dependent patient presented in clinic for a normal follow up, pacing output was observed to be inhibited due to noise. Patient was symptomatic to the pauses with chest pain. The noise was reproduced with deep breaths and. Programming changes were made, however the noise continued. The lead was explanted and replaced.

Manufacturer narrative:
(B)(4).